Event description:
The pt's history dates back to 1976 when she had a bilateral breast augmentation using the cubic centimeter tear drop shaped gel-filled prosthesis. The breast became firm immediately & closed capsulotomies were performed every 6 months 3 times which only helped temporarily. In the last 2 years, she had developed fatigue & easy fatigability with exercise. She has an itchy rash on the neck, axilla & arms which come & go. There are myalgia & arthralgias in the lower extremities. There is also tingling in the breast with occasional sharp pain in both breasts. There is numbness in the hands after sun exposure. On xeromammogram examination, the left side is probably ruptured. The right side is indeterminate because of the calcification. On ultrasound examination, there is a definitive left intracapsular rupture. The indications for removal is this pt are rupture, contracture with pain & systemic symptoms. Total capsulectomy is medically necessary because retained capsule can be a source of pain, seroma & may interfere with furture mammography.